Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02920 and 0001825034-2021-02921. Medical products: item#: unknown, unknown humeral stem; lot#: unknown. Item#: unknown, unknown glenoid; lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on and unknown date. Subsequently, the patient was revised almost one (1) year ago for an unknown reason. Attempts have been made and no further information provided.